Event description:
Philips received a complaint on the intellivue multi measurement server x2 device indicating that there was a speaker malfunction with no audible sounds. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and performed visual inspection and functional testing of the speaker. Visually, the device was okay; however, there was an error with the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed the fse replaced the speaker assembly to resolve the issue. The investigation concludes that no further action is required at this time. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.